Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) panta bottle contained floating foreign biological contamination. There was no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) panta bottle contained floating foreign biological contamination. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 04-oct-2024. Investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 2251979 was provided by the customer. Batch history review for panta batch 2251979 was satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. The complaint history was reviewed and there are no other complaints on the component of this kit. There were ten retention samples for panta batch 2251979. Two panta vials were reconstituted with 15ml autoclaved water each. The appearance of the reconstituted panta was trace hazy and pale yellow. For further investigation one reconstituted panta retention vial was placed into 20-25-degrees celsius incubator and one reconstituted retention panta vial was placed into 33-37-degrees celsius incubator. At five days incubation, no growth was observed in the incubated retention vials. Three photos were received to assist with the investigation. All photos showed one reconstituted panta vial of batch 2251979 with growth floating in solution. One panta vial of batch 2251979 was returned to assist in the investigation of this complaint. The vial is reconstituted with no crimp cap and apparent fungal growth in the media. The return was sent to ID and mold was isolated. Without the kit batch number associated with this kit, the components of this kit cannot be verified. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.